Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. The customer's reported problem was "error 10037 and rtc battery". Evidence of reported problem in event log revealed a service clock battery message. The customer's reported problem was verified. Error code "10037" and alarming "service clock battery" message was detected when powering up the pump. A faulty motor was the root cause of error code "10037" message. What caused the reported problem was determined to be a faulty motor and service clock battery. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system had error 10037 and rtc battery. It is unknown if there was patient involvement.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was (B)(6) 2018.